Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a free flap formation procedure on unknown date and the drain was implanted. After the procedure, when the surgical wound was reopened since the circulation of the blood to the skin flap was not sufficient, it was noticed that the drain tube was not able to suction. It was found that there was a blockage in the drain tube. It also turned out the patient had an infection. No further information is available.

Manufacturer narrative:
Additional information was requested and the following was obtained: what measures were taken to ensure that the drain was adequately working post-operation? -no information. When was the surgical wound area re-opened? -on (B)(6) . (2 days after the original operation). Was the flap reopened during the surgery (intra-op) or was it reopened after the initial procedure (post-op)? -post-op. What triggered the area to have not sufficient circulation of blood? -the running tube was occluded. No information how it was occluded. What is that date of the initial index procedure? - (B)(6). Date - time of onset of infection from the surgical procedure? -on (B)(6) . (2 days after the original operation). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? -no information. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? -no information. Were cultures performed? Results? -no information. What medical intervention was performed? Results? -no information. What is the physicians etiology of this event? -no information. What the patient demographics age, date of birth, gender, height, weight, and bmi at time of procedure? -no information.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # j1560939, exp date: 11/2020, MFR date 11/2015, batch # j1545926 exp date: 09/2020, MFR date 09/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.